Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device showed invalid data for cardiac compass; the rest of the device check was normal. Performance data was reviewed and it was determined that when programming was done about two days earlier, the time zone was affected which allowed more than 24 hours of data to be collected for the day. The device was functioning normally still and the display of invalid data will clear as more cardiac compass data is accumulated. The device remains in use. No patient complications have been reported as a result of this event.